Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The lead remains in use and the device was upgraded to a device with a t-wave oversensing feature. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.